Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) to solve the reported complaint. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the pmsc to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system, field service engineer (fse) noticed that the video output from surgeon side console (ssc) was not working. To prevent any future problems the fse asked the customer to swap the ssc with the system sl1214 and proceed with demonstration. There was no report of patient involvement.